Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 21 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The conductor coil was found deformed 12 cm distal to the is-1 connector pin. The deformation probably occurred during the extraction procedure due to mechanical stress. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv, lbb lead was capped due to high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.